Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the device failed to cross the lesion. A 10/2.50 flextome¿ cutting balloon¿ was selected to treat a severely calcified lesion. During procedure, it was observed that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis observed a pinhole.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to a pinhole at the proximal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).